Manufacturer narrative:
Device evaluation: one device was received for evaluation. Visual inspection found a degraded dso seal, damaged lcd lens, cracked rear case, contaminated air detector and lock. A review of the event history log found records of an ¿upstream occlusion¿ alarm, error code 1620, error code 1621, and error code 1210 functional testing was able to duplicate the reported problem. It was determined that the main board was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3, d4: UDI, and g4: 510k are unknown.

Event description:
It was reported that the pump did not work for 24 hours. Review of the programming showed 4y at the start of the infusion. It is unknown if there was patient involvement, no adverse patient effects were reported.